Manufacturer narrative:
As per the contour next control solution instructions manual, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The customer did not follow this instruction while performing the control test which were marked as blood readings. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer called to report that they performed control tests and obtained readings of 178 mg/dl at 11:37 a.m. And 168 mg/dl at 11:50 a.m. With the contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. During troubleshooting, three control tests were run which were properly marked as control results. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips and control solution were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter, in-house contour next test strips and in-house contour next control solution from lot # 1bv2g83, as the control solution with lot # 1bv2g71 associated with the event expired in sep-2022. The control readings obtained during the in-house testing were within acceptable range and properly marked as control tests.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.